Event description:
A customer obtained higher than expected vitros phbr results from multiple proficiency samples run on the vitros 5600 integrated system. A value of 66.3 g/ml was obtained from proficiency sample t67 versus the expected value of 53.4 g/ml, and a value of 21.9 g/ml was obtained from proficiency sample t70 versus the expected value of 17.5 g/ml. In addition, the customer obtained imprecise and higher than expected vitros phbr quality control results (35.97, 32.83 g/ml) from the biorad level 2 control fluid (expected value = 27.33 g/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phbr proficiency results were obtained on a vitros 5600 integrated system. The results in question were obtained across two different vitros phbr calibration curves. The investigation determined that accuracy of the calibration curves was not adequately verified with quality control testing prior to use. Therefore, the assignable cause of this event is user error due to the use of unverified calibration curves. In addition, imprecise and higher than expected vitros phbr quality control results were obtained at the time of the event. An ocd field engineer cleaned the microslide incubator and replaced multiple parts. Following completion of these service actions and recalibration of the same reagent lot, acceptable proficiency and quality control performance was observed.